Event description:
It was reported that this pacemaker had 3 error codes then the pacemaker reverted to safety mode. As a result, the pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of device memory confirmed it was operating in safety mode and brady therapy remained available while implanted. The memory review also found that a fault occurred indicating a memory error. As part of the testing, the device memory was corrected, and the device was taken out of safety mode operation allowing it to be successfully interrogated. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Normal operation was observed, except for a failure of the device clock, which is an expected failure due to being in safety mode. The results of the device analysis confirmed a memory fault occurred due to invalid software operation, but the root cause of the failure could not be confirmed.

Event description:
This supplemental report is being filed based on completion of device analysis.